Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4). Description: trial linear st lead, 50cm.

Event description:
A report was received that after a trial procedure, the patient developed a hematoma in the skin around the needle entry site. The patient was brought back into the operating room wherein the physician aspirated the hematoma. The patient was admitted to the hospital to be monitored. Computed tomography (CT) scan was taken and came back negative for epidural hematoma. The patient was released from the hospital and the physician believed that the hematoma was resolving. The patient was doing well.